Manufacturer narrative:
The reported event of no low voltage output was not confirmed. The output anomaly observed in the field was not reproduced during bench testing. Pacing output was tested on the bench and no anomaly was detected. The cause of the field event remains unknown.

Event description:
During a replacement procedure, the lead was connected to the new device and unipolar pacing was not available. The device was not used and new device was implanted to complete the procedure. The patient was in stable condition.